Event description:
Information was received from a healthcare provider regarding a patient who was receiving dilaudid (9mg/ml at not currently available (may require follow-up)) via an implantable pump for unknown indications for use. It was reported that the patient came in for a refill with the pump alarming. It was noted that the projected volume was 1.7ml but when the reservoir was aspirated they got back approximately 15ml. The pump was fully refilled and patient was sent home. The patient came back that afternoon feeling lightheaded. The logs were checked and there were no irregularities were seen so the patient was sent home while she was referred for a catheter dye study. The patient felt bad again that night and went to the ER; a device manufacturer representative was contacted to read the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.